Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor is fractured at 24.4 cm and the proximal conductor is fractured at 25.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d334trg crtd, implanted: (B)(6) 2014, 4296-78 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was possibly fractured and had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.